Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 7100570. Medical device expiration date: 10/31/2018. Returned to manufacturer on: unknown. Device manufacture date: 04/10/2017. " bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® esr blood collection tubes under filled.